Event description:
Medwatch report explained that a pt had surgery for ventriculoperitoneal shunt revision with ligation of shunt tubing (pt had presented with concave skull defect and there was a concern of shunt over drainage.) The following day, the pt has right sided frontotemporoparietal cranioplasty and placement of prosthesis, as well as revision of left vp shunt with removal of ligation clips. The next day pt develops epidural hematoma and has evacuation of same, removal of cranial prosthesis, left sided vp shunt revision with removal of codman programmable valve and replacement with another manufacturer's valve.

Manufacturer narrative:
Codman has been unsuccessful in contacting the customer for product availability. It is not clear at this point if the device is available for investigation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the device history records will be conducted. If the record review indicates that there was a non-conformity, a follow up report will be filed. If the device is returned, the complaint will be investigated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.